Event description:
Customer reported that oil was leaking and sometimes the device kept running after releasing the foot pedal.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, high pressure leak was found due to normal wear. During the service technician found that the spherical pressure piece spring was broken and got jammed with the piston.